Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2019 she received readings from her adc freestyle libre sensor that were believed to be erroneously high and provided the following results: 410 mg/dl at 18:27, 356 mg/dl at 19:36 and 338 mg/dl at 19:53. Customer self-administered an unspecified amount of insulin in response to the readings, without performing a capillary test and then began to experience ¿difficulties with elocution¿. Customer¿s husband treated her with honey and then hcp assistance was received. A reading of 40 mg/dl was received on a hcp meter, customer was diagnosed with hypoglycemia and treated with two ampules of g30 via injection and then given food to eat. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the provided serial number has been deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6)2019 she received readings from her adc freestyle libre sensor that were believed to be erroneously high and provided the following results: 410 mg/dl at 18:27, 356 mg/dl at 19:36 and 338 mg/dl at 19:53. Customer self-administered an unspecified amount of insulin in response to the readings, without performing a capillary test and then began to experience ¿difficulties with elocution¿. Customer¿s husband treated her with honey and then hcp assistance was received. A reading of 40 mg/dl was received on a hcp meter, customer was diagnosed with hypoglycemia and treated with two ampules of g30 via injection and then given food to eat. There was no report of death or permanent injury associated with this event.